Event description:
The reporter stated the "un-used drill bit was dull". There was no injury to the pt. The surgery was prolonged by 4 to 8 minutes due to this issue.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.